Event description:
The customer reported that his olympus 4k autoclavable camera head was displaying an e221 error code and no image during procedure preparation. According to the initial reporter, this device did not make patient contact.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was partially confirmed. The unit had a damaged cable and that was causing the no image failure. However, the error code was not noted during the device evaluation. Additionally, after advanced diagnostics, it was discovered that a few dead pixels had been corrected. Rust was also discovered inside the coupler. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was confirmed that the image did not display because of a communication failure which occurred from a faulty cable. However, the specific root cause of the faulty cable could not be determined at this time. The event can be prevented by following the instructions for use which state: do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged. Olympus will continue to monitor field performance for this device.